Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was hospitalized and underwent coronary artery bypass graft (CABG) 14 days after angiography was performed and not on the same day as previously reported. The event was considered resolved without residual effects on the same day and not four days post procedure.

Event description:
(B)(4) study. It was reported that critical 3 vessel coronary artery disease occurred. In december 2010, the patient presented due to abnormal stress test and was diagnosed with stable angina (ccs classification: 2) and underwent cardiac catheterization which revealed a 3.00x14 mm de novo, 90% stenosed target lesion located in the 1st diagonal branch. It was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with complaints of angina pectoris and was hospitalized on the same day. Cardiac catheterization revealed critical 3 vessel coronary artery disease. Coronary artery bypass graft (CABG) x 3 was performed from the left internal mammary artery (lima) to the left anterior descending (lad) artery, and reverse saphenous vein grafts (svg) to obtuse marginal (om), and reverse svg to posterior descending artery (pda). At the time of event, the patient was on aspirin and was not on study drug which was last taken in (B)(6) 2013. The event was considered to be resolved without residual effects and the patient was discharged four days post procedure.

Manufacturer narrative:
(B)(4).